Event description:
After use of the device for a cardiopulmonary bypass procedure, the user reported difficulty removing conducer off water supply bracket. The spring was not engaging. Since the event occurred after use of the device, there was no pt involvement during this event.